Event description:
It was reported by service report that the brakes were not holding and retaining rings were missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam, retaining rings.